Manufacturer narrative:
Investigation summary: 94 sealed 32g x 4mm pen needle samples were returned from lot. No. 8275954, cat. No. 320566. Visual examination was carried out on the returned samples and no issues were observed. A clog test was also carried out on returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro has been found experiencing 90 occurrences of leakage during use. The following has been provided by the initial reporter: pain while inserting the needle into skin. The patient has been using bd pen needle for 10 years. Recently she used ultra-fine pro newly 5 times. All of them was very painful while she was inserting the needle into skin. Also, even though she held the injection button for 10 seconds after inserting, the insulin was dripping out of the needle after she withdrew the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 32g 4mm pro has been found experiencing 90 occurrences of leakage during use. The following has been provided by the initial reporter: pain while inserting the needle into skin. The patient has been using bd pen needle for 10 years. Recently she used ultra-fine pro newly 5 times. All of them was very painful while she was inserting the needle into skin. Also, even though she held the injection button for 10 seconds after inserting, the insulin was dripping out of the needle after she withdrew the needle.